Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose has been low for the past two weeks, including a reading of 44 mg/dl. Troubleshooting was initiated. The drive support cap appeared normal. The insulin pump programming was accurate. The device was not exposed to a high magnetic field. A displacement test was performed and the insulin pump passed. The customer was also assisted with programming his health care professional's changes to the customer's basal settings. The customer was advised to monitor the insulin pump and his blood glucose values. No products were returned or replaced.